Manufacturer narrative:
Investigation summary: no product returned: asae/ major bleed: oozing was noted around the sheath. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot: device lot-s9834182. Device history batch: subcomponent lot- n/a. Device history review: as per qn #(B)(4) two introducer kit from batch# s9834182 failed due to 1 piece has hair on tyvek and 1 piece has stain on the dilator the white area is dirty with a foreign material and disposition as "qty=(B)(4) sent to mrb for foreign material are found to be nonconforming to article specification requirements and dispositioned as rtv." The rest of this introducer lot batch# s9834182 passed all incoming inspection checks.

Event description:
The user facility reported a 64 year old male that was implanted with a impella cp for support during high risk cardiac procedure with oozing noted around the sheath. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.